Manufacturer narrative:
Study: e7016 wallflex biliary fc benign stricture study clinical trial. Medical intervention required; choledocholithiasis. Reported issue of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had a cholecystectomy on (B)(6) 2009. On (B)(6) 2010 liver function tests were performed and recorded. No symptoms were noted on the (B)(6) 2010 baseline biliary obstructive symptoms assessment. On (B)(6) 2010 pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure and the stricture had been previously dilated with two plastic stents and a balloon. The previously placed plastic stents were removed prior to study stent placement. A sphincterotomy was not performed during the study stent placement procedure. The 10mm x 60mm metal stent was deployed in satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, 59 days post stent implantation, the patient was treated for stent migration and at that time complained of fever and choledocholithiasis. The patient was treated with biliary reintervention, where the stent was removed. On (B)(6) 2010, the event was considered to be resolved without residual effects. The relationship between the event and the study stent placement was reported to be "unrelated", per the investigator. The investigator's reported device causality assessment was reported to be "related."